Manufacturer narrative:
The service engineer (se) inspected the device and was unable to duplicate the reported issue. The se performed extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the ventilator was not on a patient at the time of the event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the customer was unable to determine the status of breath delivery. Patient involvement information was not provided by the customer.